Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to confirm the reported problem. The engine was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 18 and liquid damage. There was unknown patient involvement.